Manufacturer narrative:
The cartridge was not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections."

Event description:
A report was received on (B)(6) 2023 from the critical care nurse (ccn) of a patient of unspecified pathology, who stated blood was observed leaking from the cartridge during a continuous renal replacement therapy (crrt) therapy on (B)(6) 2023. Although requested additional information was not provided, there is no indication the patient experienced any symptoms related to the event and there was no report of medical intervention being required.